Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. A system displaying the ¿replace generator soon¿ warning message was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A system displaying the ¿replace generator soon¿ warning message was reported to abbott. The patient's ipg was replaced on (B)(6) 2023, no complications during the procedure and therapy restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was receiving the "replace generator soon" message for their scs ipg. Surgical intervention may take place at a later date to address the issue.